Manufacturer narrative:
A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer was sticking and appeared to be broken on the right side when pulled out. The field service engineer (fse) found that the main drawer 3.1 had a bad rail. The fse replaced the entire drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was sticking and appeared to be broken on the right side when pulled out. The customer stated that the main half cubie in drawer 3.1 was sticking and did not open the cubie. The customer also reported that after attempting to close the drawer, it would not stay shut. When the entire drawer was pulled out, the right-side track where it rolls back and forth appeared to be broken. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.